Event description:
Evaluation summary: one launcher guide catheter with original packaging was received. The guide is kinked 51cm from the strain relief. The catheter also exhibited other severe kinks to the shaft 6 cm and 9 cm from the tip. The tip of the guide appears misshapen. The damage is not consistent with damage encountered during the manufacturing process. The guide wire and other mating devices used in the case were not returned for evaluation, therefore it cannot be determined if they exhibited damage or anomalies that could have resulted in or contributed to the damage seen in the returned guide tip.

Event description:
It was reported that while using a launcher guide catheter, the distal tip of the guide catheter appeared to have been damaged and mis-shaped, leaving a sharp edge. The device was inspected prior to use with no abnormalities noted. It was reported that when advancing the guide catheter in the patient, the physician was unable to pass through the forearm, leading to spasm and perforation of the forearm. All standard care and attention was reported to have been applied when handling this product. The dissection was treated with a balloon to treat the affected radial artery. Post procedure angio showed no persistent perforation/extravasation. Patient returned post procedure and reported to be stable with swelling present and some pain reported, but no hematoma evident. No further clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results, conclusion: damage to tip occurred during the procedure. (B)(4).